Event description:
Device 1 of 3. Reference MFR reports: 1627487-2013-02352 and 1627487-2013-02353. The patient has two systems, one scs and one pns (off-label). The pns system includes four occipital leads from three separate lots. It was reported that patient experienced auto-reducing with his pns system. Diagnostic testing revealed high impedance readings and reprogramming was unable to achieve acceptable stimulation. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.